Event description:
During a cath lab procedure, the electrodes were applied to a pt approximately 40 years old. A 50 joule synchronized shock was administered to the pt after which the electrocardiogram trace went flat line. The electrocardiogram trace was monitored through the defibrillation electrodes. The standard paddles were connected to the unit and subsequently used with no other problems reported. The pt's electrocardiogram was also being monitored with a datascope passport monitor. There were no adverse affects to the pt reported as a result of the alleged malfunction.